Manufacturer narrative:
A ge oec service rep investigated the issue and found the main breaker for room power was in the off position. The breaker was turned on, and the system powered up normally, no error codes were displayed. While evaluating system, it was found the system battery pack had lower than normal voltage. The batteries were replaced as a precaution. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue. The issue occurred after the patients cases were completed for the day.

Event description:
The ge oec 2600 uroview fluoroscopy displayed a pre-charge failure message. The system would not turn on.